Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) failed to release from the delivery catheter. When trying to remove the lp, it failed to redock. The lp was covered with the protective sleeve and was able to be removed. A different lp was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of separation failure was not confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted outer helix length was out of specifications. The outer helix elongation is consistent with having occurred during procedure. Inner helix shows no anomalies. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.